Event description:
During a gastrectomy procedure, one side of the staple line had malformed staples. Another like device was used to complete the case. There was no adverse consequence to the patient.